Event description:
It was reported that a declot procedure was being performed on a male pt's fistula in his left forearm with minimal clotting. The percutaneous thrombolytic device (ptd) was inserted and two straight passes were made, at which time, they noticed the radiopaque tip was missing. As a result, they inflated a balloon and were able to withdraw the tip into the sheath. There was a delay in treatment with no pt harm, no pt death and no complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.